Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for one (1) colony forming unit of micrococcaceae. The obtained results are in conformance with the requirements. The device was returned to olympus for evaluation. The bending section cover glue was separated and there were white dots on the image. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. There was no patient infection. The customer aspirated water through the channels and flushed out the air/water and auxiliary channel. The customer does not use a detergent during pre-cleaning, however, anyosime 3 is used as a detergent during manual cleaning. The customer brushes the operating/suction channel, the suction cylinder and the operating channel opening/port. For automatic endoscope reprocessing, the user facility uses aer soluscope 4, along with detergent soluscope cln and disinfectant soluscope paa. The endoscopes are stored in a soluscope cabinet (soluscope anios dsc8000). The aer was sampled, however, the results were not provided. The customer uses olympus as the maintenance and repair company of the scope. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope tested positive for over 500 colony forming units (cfus)/100ml the issue was found during a routine culture of the scope. All channels were sampled. Sampling occurred at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted however, those defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.